Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance and failed the battery check, fan check, and power fail alarm evaluation. Specifically, the power fail alarm did not activate when the transfer switch was disengaged. Troubleshooting identified the power battery management (pbm) board as the affected component. The pbm board was replaced. Following replacement, the preventive maintenance procedure was repeated, and the controller passed all functional testing and was reported to be functioning as expected. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.